Event description:
It was reported while using bd bactec¿ mgit¿ 960 instruments, a patient sample was incorrectly associated with a different patient's data. There was no report of adverse impact to the patient.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ mgit¿ 960 instrument, a patient sample was incorrectly associated with a different patient's data. There was no report of adverse impact to the patient.

Manufacturer narrative:
Investigation summary: this complaint alleges that positive samples were being reported without growth units reported (false negative). A field service engineer went on site and since a loss of connectivity with the epicenter was reported the fse checked the connectivity. The fse cited the cause of the issue as lack of attention when handling the equipment and recorded the service activity code as workflow assistance suggesting that this issue was customer induced. The case was closed. Since no instrument malfunction was noted, this is an unconfirmed complaint. The root cause could not be determined. No samples were expected to be received as part of this complaint, and therefore no samples were available for returned material investigation. Service history review was performed for the instrument and no recent past work orders were observed for the complaint failure mode reported. Review of the device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.